Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer. The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts on the distal half of the stent distorted and lifted distally from the stent profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device was pushed up on the mandrel¿s pigtail, however it showed no signs of damage. A visual and tactile examination found multiple kinking across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial artery. A 6fr non-bsc guiding catheter was engaged in the let main (lm) artery and check shoot was performed. The de novo, diffused target lesion was located in the severely tortuous and mildly calcified left circumflex (lcx) artery. After a non-bsc guide wire crossed the lesion, pre-dilatation was performed with a 3.5x12mm balloon catheter. A 3.50x38mm promus element plus drug-eluting stent was then advanced but failed to cross the lesion despite multiple attempts. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.